Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 25.5 seconds and monitoring voltage of 2.70. Technical services (ts) discussed that the device had not yet reached elective replacement indicator (eri) and had not meet the criteria for being affected by the shortened replacement window advisory. To date, there have been no reported adverse patient effects related to this clinical observation. The device was later explanted for normal battery depletion and returned for analysis. Initial laboratory testing determined that this device did not meet longevity predictions as described in device labeling.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
--